Event description:
The customer reported that the insulin pump alarmed motor error during the fixed prime test. The blood glucose reading at the time of the call was 120mg/dl. Troubleshooting was performed. The displacement test failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed during rewind as a result of the motor encoder signal being out of phase.